Event description:
The user facility reported that the chemical indicator (ci) failed after a completed processing cycle and upon removal and disposal of the s40 container, residual sterilant splashed the operator's arm, resulting in a dime sized burn. The user facility reported the operator missed no time from work and is fine.

Manufacturer narrative:
A steris service technician fully inspected the system 1e processor and found it was operating properly. He inspected the aspirator probe assembly and found it was in good condition. The technician ran three processing cycles and observed no residual sterilant in the s40 container upon cycle completion. The technician retrieved the discarded s40 container and found it was approximately ½ full of residual sterilant. The technician reported the operator was wearing short sleeve scrubs and safety glasses. The technician reviewed the cycle printout subject of the reported event and confirmed the cycle completed. The reported event appears to be attributed to improper placement of the aspirator probe which allowed residual sterilant to remain in the s40 container and the ci to remain unchanged. The operator manual states (p. 7-3): "insert the [aspirator] probe until the top of the aspirator is resting on the lid of the container. Ensure tubing is not kinked." The manual further states (p. 1-2): "appropriate ppe is required when handling or disposing of partially filled, leaking, damaged or expired containers of s40. Minimally ppe should consist of chemical-resistant gloves, apron, goggles or face shield and any other protection required by facility procedures." Steris offered in-service training on the proper use and handling of s40 however the user facility declined.